Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report will not be returned. Based upon the date of implant the connector type is assumed to be a taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Death is a surgical/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant."

Event description:
Information received through an internet newspaper (dailybreeze.com) article posted on 01/16/2011. The article stated that a patient who had gastric banding surgery coded and was transported to an emergency room. The patient was taken off life support on (B)(6) 2010. An autopsy was performed on (B)(6) 2011. Results of the autopsy are pending.